Manufacturer narrative:
Review of received information: on-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Moreover, it was discovered that the ventilator generated a technical error code indicating turbine module communication error. According to received information, the turbine was found defective and require replacement. The defective part and device's logs have been requested for further investigation but has not yet been received.

Event description:
It was reported that the ventilator failed o2 cell/sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).